Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Tingling in hands, arms, feet, and legs [paraesthesia]. Numbness in hands, arms, feet, and legs [hypoaesthesia]. Burning in hands, arms, feet, and legs [burning sensation]. Pain in hands, arms, feet, and legs [pain in extremity]. Weakness in hands, arms, feet, and legs [muscular weakness]. Dizzy and lightheaded [dizziness]. Extensive nerve damage [nerve injury]. Unsteady walking and standing [balance disorder]. (Unsteadiness) causing stumbling [gait disturbance]. (Unsteadiness) causing falls [fall]. Burning in shoulders and neck [pain]. Case description: an attorney reported that her adult female client, now (B)(6), used fixodent denture adhesive, version unknown cream currently with super poligrip denture adhesive cream, unspecified total daily use beginning (B)(6) 2007 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage resulting in symptoms that include tingling in hands, arms, feet, and legs, numbness in hands, arms, feet, and legs, burning in hands, arms, feet, and legs, pain in hands, arms, feet, and legs, weakness in hands, arms, feet, and legs; she experiences burning pain in her shoulders and neck, is dizzy and lightheaded, and unsteady walking or standing causing her to stumble or fall. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.